Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the holding sleeve was not holding the screw. The repair technician reported the spring was worn, the bearings on the inner sleeve had corrosion, and the tip of the inner sleeve was burred. Worn out parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item was forwarded to the complaint handling unit. The evaluation was confirmed. A product investigation was completed: the returned 313.97 lot number 5254198 holding sleeve shows few signs of wear and nothing that would impair its function. The device functions as designed. A visual inspection, dimensional inspection, drawing review, and device history record review were performed as part of this investigation. No product design issues or discrepancies were observed. The cause of this complaint condition cannot be determined. The device was reported to not retain screws well during surgery. This complaint is unconfirmed; the complaint condition cannot be replicated. Used as intended in conjunction with a 313.96 2.4mm cruciform screwdriver test sample, the device firmly retains a sample 2.4mm titanium matrix mandible locking screw functions as expected. There were no issues found with the returned device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. (B)(4). Device is an instrument and is not implanted/explanted. A service history record review was attempted for the subject device. The review could not be completed because the subject device is a lot-controlled item. The service history evaluation is unconfirmed. According to a search of docusphere files by synthes engineering performed on (B)(4) 2015, part number 313.97, lot number 5254198 was manufactured in (B)(4) on jun 19, 2006. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the holding sleeve was not holding the screw well during and unknown mandible procedure. The surgeon was able to use the holding sleeve to complete the case successfully with no delay in surgery or harm to the patient. This report is 1 of 1 for (B)(4).